Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement procedure a 26mm sapien 3 ultra resilia valve, the balloon ruptured during deployment. However, the rupture was at the end of deployment, so another balloon was not needed. The balloon and delivery system were able to be removed out of the body with no issue. The patient is stable. The perceived root cause of the event was calcium deposits at the aortic sinotubular junction.